Event description:
It is reported that during surgery in 2008, the implant was opened and was not wrapped in a plastic bag. The device was implanted in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.